Event description:
The customer reported that the cine playback function was not working. A loss of critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and the cine bridge board. The system operates as intended.